Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: unknown nexgen femoral assembly, catalog # unknown, lot # unknown; unknown nexgen tibial assembly, catalog # unknown, lot # unknown. (B)(6). It is indicated by the complainant that the product will not be returned to zimmer biomet for evaluation as the current whereabouts of the product are unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Inadequate information provided.

Event description:
It is reported that the patient experienced post-operative migration of the hinge pin following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.